Event description:
It was reported that this right atrial (ra) lead perforated possibly due to extensive mapping. The patient exhibited chest pain. An echocardiogram was done and it was found an effusion. Physician performed a pericardiocentesis. The device remains in service. The patient will be monitored. No additional adverse patient effects were reported.